Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured during disassembly in decontamination. No adverse event was has been reported as a result of this malfunction. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp shows nicks and gouges on the superior and inferior sides of the device. Additionally, the post feature has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The fractured tasp components in this complaint were manufactured before a previous design modification. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.